Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had a ripped and bubbled downstream occlusion (dso) seal¿ was confirmed through visual inspection. The dso seal was replaced, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a ripped and bubbled downstream occlusion seal. The event occurred during testing.